Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The system was examined. The company representative was unable to confirm or replicate any system non-conformity, which may have contributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. A review of the complaint trends showed that the frequency reported is within known levels for this event. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported rupture to the posterior capsule during a laser assisted cataract extraction with intraocular lens implant (iol) procedure. The surgeon felt the laser fired too posteriorly. A vitrectomy was performed and a three piece iol was used instead of the originally planned lens.